Event description:
The clinic reported 3 incidents where the blood pump tubing segment cracked during pt treatment, resulting in a blood leak of approximately 250cc for each incident. The clinic also reported that no pt injury occurred, and no medical intervention was necessary. Co was unable to determine if the 3 incidents reported affected the same pt, and co was unable to determine the extent to which blood may have been returned to the pt(s). These same facts apply to MDR nos.: 2244060-20000-00001 and 00003.